Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record (DHR) found no deviations that could have caused or contributed to the observed issues; output/bootup failure, lack of image, endoscope communication error (error code b30), and the failure of the light emitting diodes (led) on the front panel to light up. The DHR confirmed that the subject device was shipped in accordance with the specifications. Definitive root causes for the above issues were not established. However, the following potential causes were identified: (a) the bootup failure was likely caused by a faulty/corroded circuit board, (b) the image failure and b30 error code were likely caused by a faulty receptacle, and (c) the led failures likely resulted from a faulty front panel. The exact causes of these faults were not determined. The occurrence of the reported problem can be prevented by adhering to the instructions for use (IFU) which states the following: ¿[important information ¿ please read before use] do not apply excessive force to this video system center and/or other instruments connected. Otherwise, damage and/or malfunction can occur. [3.1 precautions of installation and connection]. Use this video system center only under the conditions described in "¦ environment" on page 306 and "¦ specifications" on page 307. Otherwise, improper performance, compromised safety and/or equipment damage may result. [8.1 care]. Do not soak in water, autoclave, or gas sterilize the video system center. [8.2 storage]. Store the equipment in the level position in a clean, dry, and stable location.¿. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The subject device was returned to olympus repair center for evaluation. The customer¿s reported issue was confirmed as the device was not booting up with no output/image on the monitor due to a defective/faulty (cm) circuit board. Additionally, a b30 communication error is displaying on the monitor due to a defective receptacle unit and (ap) circuit board. Also, the memory (led) light emitting diode on the front panel is not glowing properly due to a defective front panel unit. Other inspection findings included: the colors of the image change intermittently due to a defective (dp) board. There is excessive rusting/corrosion on the cm board, dp board, (cn) board, the tracks of the flat cabling, and on the rear panel. The investigation is ongoing; therefore, the root cause of the reported phenomenon cannot be determined at this time. However, if additional information becomes available this medical device report will be supplemented accordingly.

Event description:
Olympus (omsi) was informed that during a routine inspection before use, the technician at the user facility turned on the customer visera elite video system processor and found there was no output from the processor, showing nothing on the monitor. No death, injury or harm was reported to olympus.